Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional classification codes dzi, erl, hbe. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the battery handpiece was not working during a procedure on (B)(6) 2013. The cable and attachments were tested separately and found to be functioning as normal. This is report 1 of 1 for complaint (B)(4).